Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump in use leading up to the hospitalization. The customer reported a blood glucose value of 15 mg/dl. The customer reported hypoglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-243a, mmt-332a, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was not used the auto mode feature. No further patient complications were reported. No product return is required for mmt-243a. No product return is required for mmt-332a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884.

Event description:
Updated summary: customer reported not having sensors and that leading to the low. Customer went to the emergency room on (B)(6),2024 for the low blood glucose value of 15mg/dl. Customer declined troubleshooting. Pump was used within 48 hours of the low. Sensor was not used. So, smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (health effect - clinical code 1912 & health effect - impact code 4614) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.